Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
The customer reported that a desat alarm occurred for the patient in rmed10 on (B)(6) 2017 at 18:31, however, the pop-up alarm did not occur in rmed08. The customer indicated that this was a serious injury.

Manufacturer narrative:
No device malfunction occurred. The fse tested the device/system while on-site and found it operating as expected. A review of the logs show that a desat alarm occurred for rmed10 on (B)(6) 2017 at 18:31 and ceased itself. The bedside is configured for non-latching audible and visual alarms, meaning that if the condition ends the alarm will ¿silence¿ itself. In addition, the pop-up window appeared at rmed8 at 18:31. Based on the above information, the issue is most consistent with the pop-up being blocked. Per labeling, there are times that the auto alarm notification could be suppressed (i.e. Other alarm pop-up, menu, etc). It was advised to ensure checking the display status and closing the windows once addressed at the monitor.